Manufacturer narrative:
Additional information: two (2) samples were received for evaluation. A visual inspection with naked eye observed a blocked/twisted silicone tubing twisted up the main body. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "tube" of a minicap transfer set leaked. This was observed during a scheduled replacement. The nurse used another transfer set to continue the treatment. There was no patient involvement. No additional information is available.